Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed hyperglycemia and an infection at the pod¿s infusion site. Symptoms reported include dizziness, headache, fever and hyperglycemia the patient was taken to the hospital and was diagnosed with an infection. The patient was treated with tylenol, IV antibiotics and an oral prescription (prescription name not provided). The patient was discharged after two days, but stated they visited the hospital again the next day for the same reason and received IV antibiotics.